Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported the patient experienced an infection on the peg area on (B)(6) 2020. The patient was taken to an infectious diseases clinic where oral antibiotic augmentin 1000 mg was given for the treatment. The results of crp level and hemogram was normal. Wound culture was performed, however result has not been released yet.